Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. This is an out of box issue. The customer just purchased the from her local. When the customer performed the test correctly, nothing appears in the test result window. The test result window has a pinkish background, and the customer cannot interpret the results. Customer performed the test correctly with 4 drops of the buffer solution and waited 15 minutes. The customer sent in a picture of the test cassette. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.

Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Final product manufacture and qc record for cov2020010. The test results of retention samples from cov2020010 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. This is an out of box issue. The customer just purchased the from her local. When the customer performed the test correctly, nothing appears in the test result window. The test result window has a pinkish background, and the customer cannot interpret the results. Customer performed the test correctly with 4 drops of the buffer solution and waited 15 minutes. The customer sent in a picture of the test cassette. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.